Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, clarification was provided on 09/05/2024.

Event description:
It was reported that signal loss occurred. On 08/10/2024, the patient¿s cgm (continuous glucose monitor) device was in signal loss, however, the patient did not notice this right away as he was out walking his dog. While out walking, the patient began feeling weak, lightheaded, and eventually lost consciousness. A neighbor found the patient and called ems (emergency medical service). Ems arrived, and the patient¿s bg (blood glucose) meter reading was 33 mg/dl. The cgm was still in signal loss. The patient was also wearing an insulin pump (brand not specified). Ems treated the patient with ¿glucose paste¿ and d10 (dextrose). The patient regained consciousness after treatment. Ems transported the patient to the ER (emergency room). At the ER, the patient¿s bg meter reading was 180 mg/dl and continued to rise. The patient was discharged the same day and will be following up with this endocrinologist in 2 weeks. The patient was fine and stable at the time of the report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.